Manufacturer narrative:
(B)(4). Concomitant medical products: biomet ref 010000663 lot 6620632 shell, biomet ref 010000857 lot 6515658 liner, biomet ref 12-115121 lot 2986018 head. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty. During the procedure, a non-displaced medial calcar fracture occurred which required additional intervention. Patient was discharged without complication. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h4; h6. Reported event was confirmed with clinical notes provided. Review of the available records identified the following: preop lld 4mm; right shorter than left fracture of femur; incomplete, nondisplaced medial calcar fracture, medical intervention indicated. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.